Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement. Unknown when device malfunctioned. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and a service history of the past three years has been reviewed: serial/lot no: (B)(4)/5177015 was (B)(4), no service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 16-feb-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented quantity four (4) of the hand piece for battery powered driver. The first item is inoperable, the second is loud and reverse is sluggish, the third stays running then stops when it wants, and the fourth will not run in reverse and forward is sluggish. There malfunctions did not occur during surgery and there was no patient involvement. There is no additional information. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the reverse speed did not work, and the forward speed was sluggish. The repair technician reported worn out parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane switch/flex circuit. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.